Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was "high" according to continuous glucose monitor readings and was corrected via manual injection. Reportedly, the customer reverted to manual injections for insulin therapy.